Event description:
Eagle eye was advanced over a .014 abbott whisper wire to a graft that feeds the circ/om branch. Catheter never made it to its destination. Once resistance was felt, the physician visually followed the guide catheter to the abdomen and found that the catheter had looped in the guide catheter. The physician then removed the guide catheter, wire and eagle eye from the pt. After removing the devices, the ee was inspected to confirm it was intact. No pt impact occurred.